Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the device was overfeeding. Additional information was received from the customer stating that the volume to be infused was set to 50 ml and the rate was set to 400ml/hr. The actual volume delivered was about 55ml. The issue was discovered during testing and no patient was involved.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed. All device history records are reviewed for quality inspections and compliance prior to releasing the product for shipment. The unit was returned for the evaluation. A functional test and visual inspection were completed, and the reported issue is not confirmed. The unit was tested based on accuracy test using 125 ml of water. The delivered rate was as expected. The root cause of the reported condition could not be identified. At this time, a corrective and preventive action is not deemed necessary. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes.